Event description:
It was reported the patient programmer used to read ¿1-10¿ and now it was showing a decimal, she wanted to know how to change it back to no decimal. It was also stated the patient thought her implantable neurostimulator (ins) got shut off at work because she had an accident that night. Reportedly the previous monday night, the patient was on program 4 at 2.7volts and could feel stimulation in her butt cheek when she usually felt it in her toes. It was then stated the caller was on program two and that¿s what the patient was used to seeing. It was increased to 1.7 volts. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0anxz, implanted: 2013-(B)(6), product type lead, product ID neu_unknown_prog, lot# unknown, product type programmer, physician. (B)(4).